Event description:
I had a lasik procedure done in (B)(6) 2015. Since I had the procedure done, I have been experiencing pain, discomfort and dryness out of my right eye. When I called the physician's office about two months after my procedure, the person that helped me said that it was probably just dryness and to use some lubricant drops. This morning ((B)(6) 2017) I woke up with pain in my right eye and have lost significant acuity in vision. My vision is worse than it was pre-procedure in my right eye, and the physician's staff refused to attend me since my procedure was over a year ago.